Manufacturer narrative:
A ge service representative performed an onsite investigation. The image chain was checked and the lemo receptacle connector was repaired. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system would not display images. No patient injury was reported.